Event description:
On (B)(6) 2015 the reporter contacted animas alleging that the pump was emitting call service 069 alarms. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: - device evaluation: the pump has been returned and evaluated by product analysis on 05/05/2015 with the following findings: a review of the black box data and alarm history revealed a call service alarm had occurred. During investigation, the pump alarmed with a call service (cs 069) when the pump was powered on. A language corruption occurred at a component on the printed circuit board resulting in a call service alarm.